Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead were explanted due to an infection. It was noted that the pocket exhibited purulent drainage and antibiotic treatment was necessary. No further patient complications have been reported as a result of this event.